Event description:
Personnel were taking a patient to scan. The ltv went into vent inop, alarmed and could not be shut off. It had been checked by one of the personnel pre-use and was ok. It was finally shut off by removing the internal battery. The circuit boards and ram were checked and it passed tests. It later failed again on checking but it was found that on turning the machine over it could be made to work and fail according to positioning.